Manufacturer narrative:
Corrected field: h6 evaluation conclusion codes updated.

Event description:
It was reported that this right atrial (ra) lead was got dislodged due to a significant manipulation/twiddler syndrome. The revision is not scheduled yet. No adverse patient effects were reported.

Event description:
It was reported that this right atrial (ra) lead was got dislodged due to a significant manipulation/twiddler syndrome. The revision is not scheduled yet. No adverse patient effects were reported.